Event description:
Hamilton company was informed on july 24, 2002 of an event that occurred in 2002, in which the hamilton microlab at +2 instrument reported a "heart" symbol instead of the correct barcode label identification. No death or injury resulted from this event.